Event description:
The reporter stated that 2 of the newport modular counter torque devices broke during surgery while trying to remove screws that were implanted 2 weeks before. There was no harm to the pt and surgery was completed without delay. The reporter noted the reason for the surgery was the doctor "was not happy with the screw placement and removal of bone fragment."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.